Event description:
It was reported that the centrimag primary console had an electronic hardware failure and an error message warning alert system s3. The system was replaced. Associated MFR# 3003306248-2024-00003, associated MFR# 2916596-2024-00396, associated MFR# 2916596-2024-00397.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag 2nd gen. Primary console (serial number: (B)(6)) is being evaluated for s3 fault alarms. The console was not returned for analysis, however the centrimag 2nd generation primary console (serial number: (B)(6)) was returned for evaluation and was evaluated and tested. During the console investigation, dust accumulation inside the console prevented the fan from spinning freely resulting in an s3 alarm. The fan was cleaned and was able to spin freely, resolving the alarm. The root cause of the reported event was conclusively determined to be caused by an issue with the returned console and not related to the the centrimag 2nd gen. Primary console (serial number: (B)(6)). The device history records for the centrimag 2nd gen. Primary console (serial number: (B)(6)) were reviewed and was found to pass all manufacturing and qa specifications before being shipped to the customer. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to interpret and troubleshoot all system alarms including s3 alarms no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that two consoles were reported by mistake. The product under this report was the newly exchanged console and no issues were reported on it.